Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Insulin pump passed self test and displacement test. Insulin pump was monitored. No alarms noted during testing. However, an alarm noted in alarm history due to corrupted history files.

Event description:
It was reported that the insulin pump had a repeating error alarm. The blood glucose reading was 195 mg/dl. The caller was advised that the insulin pump would be replaced. Nothing further reported.